Manufacturer narrative:
H6: investigation summary one picture was submitted for quality investigation. The customer complaint of cosmetic issue - discolored was verified by evaluation of the photos submitted. The photo submitted by the customer shows that the drip chambers have different levels of a darker tint. A device history record review for model 41134e lot numbers 20109509, 22089339, 22069069, 22069195, 22089388, 22039029, 20099511, 21129105 and 22079502 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this discoloration is related to the sterilization procedure which IV sets undergo to help ensure product sterility. These IV sets are sterilized by irradiation, which uses electron beam or gamma rays to produce a sterile and safe IV product per iso international standards for the sterilization of health care products. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity sets' tubing was discolored to brown. This occurred with 6 sets in lot 20109509, 4 in lot 22089339, 2 in lot 22069069, 3 in lot 22069195, 2 in lot 22089388, and 1 each in lots 22039029, 20099511, 21129105, and an unspecified lot. The following information was provided by the initial reporter: "tubing has turned a brown colour".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 20109509, d.4. Medical device expiration date: 13-oct-2023, h.4. Device manufacture date: 12-oct-2020. D.4. Medical device lot #: 22089339, d.4. Medical device expiration date: 16-aug-2025. H.4. Device manufacture date: 15-aug-2022. D.4. Medical device lot #: 22069069, d.4. Medical device expiration date: 03-jun-2025, h.4. Device manufacture date: 02-jun-2022. D.4. Medical device lot #: 22069195 d.4. Medical device expiration date: 10-jun-2025 h.4. Device manufacture date: 08-jun-2022 d.4. Medical device lot #: 22089388 d.4. Medical device expiration date: 10-jun-2025 h.4. Device manufacture date: 08-jun-2022 d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown d.4. Medical device lot #: 22039029 d.4. Medical device expiration date: 02-mar-2025 h.4. Device manufacture date: 02-mar-2022 d.4. Medical device lot #: 20099511 d.4. Medical device expiration date: 02-sep-2023 h.4. Device manufacture date: 02-sep-2020 d.4. Medical device lot #: 21129105 d.4. Medical device expiration date: 02-sep-2023 h.4. Device manufacture date: 01-dec-2021 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity sets' tubing was discolored to brown. This occurred with 6 sets in lot 20109509, 4 in lot 22089339, 2 in lot 22069069, 3 in lot 22069195, 2 in lot 22089388, and 1 each in lots 22039029, 20099511, 21129105, and an unspecified lot. The following information was provided by the initial reporter: "tubing has turned a brown colour."